Event description:
Cardinal healthcare reported to baxter corporate product sureveillance a y-type bladder irrigation set in which the latex is split where it is connected to they? Tubing. There were no reports of patient involvment, patient injury, medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.